Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that there were out of range (oor) contacts. The rep integrated the ins and saw the oor contacts with high impedance readings on electrodes 1, 2 and 7. The rep said the patient had overall poor pain relief and stimulation in unwanted areas of their rib and flank area. The rep said they did not know if this was related to the oor contacts because the patient's current program was not using those contacts. The rep stated that the cause of the oor contacted was not determined and no steps were taken to resolve the issue as the current program did not use those contacts. The patient did not want further programming as they said it had been tried multiple times before. The rep said the patient was not using the therapy and the healthcare professional was advised of the situation. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.